Manufacturer narrative:
Background information: xenon2 owner manual, p/n 245243, rev e, page 6 states: "j. Terrain warning 2. Your chair is designed for use on firm, even surfaces such as concrete, asphalt, indoor flooring, and carpets. 3. Do not operate your chair in sand, loose soil, or over rocky terrain. 4. If you use your chair on terrain that is rougher than described above there is a danger that screws and bolts will loosen prematurely, and that damage to wheels or axles could put the rider at risk of a fall, tip-over, or loss of control. If you fail to heed these warnings damage to your chair, a fall, tip-over or loss of control may occur and cause severe injury to the rider or others." The chair is 14 months old and dealer and user does not mention any maintenance follow-ups on this product, nor does the dealer report performing any maintenance on this product. Maintenance for the xenon wheelchair is recommended by the manufacturer on, a minimum, of once per year--per xenon owner manual, p/n 245243, rev e, page 21: "a. Dealer service introduction: 1. At least once per year, this chair should have a complete inspection, safety check, and regular service made by an authorized dealer. 2. Torque settings- a torque setting is the optimum tightening which should be made on a particular fastener. It is important to use proper torque settings where specified. 3. If you have discovered a worn, bent, or damaged part, repair or replace them with recommended parts before returning this chair to service. 4. All major maintenance and repair work should be done by the authorized dealer. Discussion: the wheelchair user, upon his own admission, was riding over gravel (expressly advised against in the owner manual) when the caster broke off causing the user to fall out of the chair. This was a misuse of the chair and not caused by a malfunction in design, manufacturing, or assembly. The design of the chair has lowered the risk as far as possible while providing the benefits of a mobility assistance device pursuant to user requirements. Had this user followed written warnings against riding his wheelchair in rough conditions, the malfunction would not likely have occurred; nor would this have led to injury. Conclusion: while the injury itself was not serious, due to the nature of the injury (a fall), this MDR is being filed out of an abundance of caution. However, the fall itself could have been avoid, had the rider followed the manufacturer's recommended warning against riding his chair in rough gravel conditions. There was no design, manufacturing, or assembly malfunction of the chair. Sunrise medical considers this case closed and will perform no further investigation in this case unless new information comes to light in the future.

Event description:
On or about (B)(6) 2021, the user was riding his xenon manual wheelchair in an off-road condition ("gravel") when he claims that the left front caster broke off which caused the user to fall out of his chair to the ground. He states that he is not sure if he actually hit something. Upon examination, the sunrise technician noted that the entire fork/caster stem assembly is what broke and not just the caster wheel. User claims an injury to his left shoulder, however, did not seek medical attention. Due to the lack of medical addition required, this is not considered a serious injury; however, falls have a potential for serious injury.